Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, four needle suture combinations outside their packet that pertained to product code w4843. This product code is multistrand and contains four strands per packet. Upon visual analysis of the needle sutures, it was noted an unknown foreign matter that appeared to be excess silicone in the middle of the body in one of the needles. No anomalies or issues related to foreign matter were observed in the remaining needles during the evaluation. In addition, the sutures were intact. Additionally, a photo was provided showing the same condition of the received sample. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: -was the product seal on the foil still intact when the package was opened? --unk attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in (B)(6) 2024 and suture was used. Foreign matter was found on the needle surface in the newly dispensed suture when it was opened to prepare for the surgery. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.